Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that ranged from 531-532 mg/dl. The cause of the high bg was unknown. The customer changed the cartridge and infusion set to address the high bg. Recommendation was made to consult with healthcare provider regarding diabetes management.